Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation it was found that the device ran in forward when in reverse. Based on the investigation details, the likely cause was problems with the e-box, which was replaced along with other components.

Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation the device ran in forward when in reverse. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event.